Event description:
While using my replacement philips dreamstation 2 continuous positive airway pressure machine, I have woke up from a strong burned plastic smell. The problem persisted and I was concerned about the health issues.